Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower ccj82a a phantom failure occurred with no identifiable component to recover. The customer failed all tower and refrigerator doors, followed by a maintenance reboot; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station had phantom failure and nothing to recover. A technical support specialist (tss) reviewed the reported concern regarding a suspected bloated database and confirmed that the issue was not database related. The customer coworker assisted onsite by releasing the cubie that was causing the failure and recovering the affected storage spaces, which resolved the issue. The system functioned as intended after the technical support specialist investigated the device.